Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer had a "slow boot up time." The programmer then reboots when the power up process is completed. It was also noted that telemetry was lost with the interrogation of the implantable loop recorder (ilr). The programmer will be returned for repair. No patient complications have been reported as a result of this event.